Event description:
On (B)(6) 2013, the reporter contacted animas, alleging their pump was frequently rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: a review of the device's black box history showed evidence of power resets. No physical damage was observed to the returned battery cap or battery compartment. The returned battery caps measurements were all within specified range. No intermittent power issues were duplicated with the returned battery cap or pump. The pump was exercised for 24 hours using the returned battery cap and no power loss was duplicated. The pump was opened and evaluated. No evidence of internal moisture or damage to the power circuit or battery flex was found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.